Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was infected left breast. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "infected left breast." Patient was treated with antibiotics. Device has been explanted.